Manufacturer narrative:
Concomitant medical products: 4076, 6947, implanted; (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post-operative check, the right ventricular (rv) lead exhibited elevated impedance and noise resulting from a suspected superior vena cava (svc) coil fracture. The physician suspected a loose setscrew of the device after the recent generator change. The superior vena cava (svc) coil was turned off and the implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.